Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging nasal irritation, sore throat, dry throat. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to nasal irritation, sore throat, dry throat related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and dust / dirt contamination with degraded sound abatement foam was abserved throughout device enclosure and airpath, suggesting a source external to the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were three errors found(e-130 err_task_wdog_timeout,e-53 err_comp_log_sem_timeout,e-200 err_rtos_abort_error) the manufacturer concludes that they confirmed the customer's allegation and there is presence of contamination in the airpath and they could not confirm the customer's allegation dry throat after using the device also there is no evidence of sound abatement foam degradation or breakdown.